Event description:
Pacemaker lead failure. Medtronic 5076-45 serial (B)(4) was implanted, extracted due to insulation failure. New leads implanted. This is not entirely unexpected given the age of the lead and patient.